Manufacturer narrative:
New information was received by the sales representative indicating the device tachy mode was turned off to prevent a shock in case of a lead fracture. However, the sales representative noted the physician does not believe this is the issue. A lead revision has been scheduled.

Event description:
Boston scientific received information that a latitude red alert was received due to high shock impedances. The reason for the out of range impedances was not provided. No revision procedure has been performed to this date.

Event description:
--

Manufacturer narrative:
Additional information received indicates pocket manipulation reproduced little noise on shock channel, but no lead impedance changes when noise was present. Further testing performed with defibrillation threshold testing and a 31j shock. Both tests were successful. The physician has elected to continue monitoring at this time.

Manufacturer narrative:
Efforts to obtain additional informaiton have been made. Should additional information become available, this report will be updated.